Manufacturer narrative:
(B)(4). During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Evaluation summary: the inability or difficulty to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The anatomical information reported heavy tortuosity and moderate calcification which appears to have contributed to the failure to cross and subsequent stent dislodgement. The stent likely interacted with the anatomy during advancement and during removal, the stent dislodged which resulted in the stent compressed into the vessel with another stent (device embedded in vessel or plaque). Lot release testing was reviewed and the data met specification. It was reported that the lesion was not pre-dilated (direct stenting) prior to the stenting procedure. It should be noted that the xience v instruction for use (IFU) states, "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent." It is possible that the direct stenting contributed to the reported failure to cross and subsequent stent dislodgement. In this case, the reported failure to advance, dislodgement and device embedded in vessel or plaque appear to be related to procedural circumstances and there is no indication of a quality deficiency.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: stent embedded in vessel wall. Onset of adverse event: during the procedure. It was reported that during a proximal right coronary artery (rca) stenting procedure, in an attempted direct stenting, the stent would not cross the heavily tortuous and moderately calcified lesion. Upon removal, the stent dislodged in the rca. Ballooning and snaring of the dislodged stent were unsuccessful. The stent migrated to the distal rca and was pinned against the artery wall with another stent. A third stent was successfully placed in the proximal rca. There was no adverse patient sequela reported. One day post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.